Manufacturer narrative:
1038671-2024-01637 updated manufacturer narrative: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and femoral loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that approximately 59 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear polyethylene liner wear, pain and femoral component loosening. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.